Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted : (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician was using electric cautery, it arced to the left ventricular lead when it was used in close proximity. When opening the pocket, the physician stated that visual insulation damage was present. The lead also had a possible fracture. The physician reprogrammed the device and turned the lead off. A future lead extraction will be considered. No patient complications have been reported as a result of this event.